Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -12.0/+2.5/x169. (B)(4). Method code: evaluation method: work order search. Evaluation code: evaluation results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions code: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.0/+2.5/x169 diopter in the patient's right eye (od) on (B)(6) 2015. The lens was explanted due to a refractive surprise on (B)(6) 2015. Lens was exchange for different power and same size. The problem was resolved. Patient's last visit on (B)(6) 2015, ucva was 20/24.